Manufacturer narrative:
This is an initial report. Customer returned different meter than reported initially. Follow up report will be filed if the correct product is returned for evaluation.

Event description:
Customer reported receiving readings of 352 mg/dl and 335 mg/dl when testing his son. After 1 unit of insulin was administered his son experienced symptoms of severe hypoglycemia, including loss of conciousness. No medical professional was required. Honey and apple juice were administered.